Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported introperative test electrode group of ¿anti-high,¿ repeated connection unresolved. Factors noted to have led to the event were noted as ¿causes of implanted product/patient edema during surgery.¿ troubleshooting was noted as intraoperative multiple tests, impedance was still high on all electrode combinations (>4000 ohms), excluding the reasons for connection. Suspected impedance itself high, replace the electrode, test again. It was noted that during the surgery, replaced with a new electrode, and the impedance test was normal. The problem had resolved. No symptoms were reported. There were no further complications reported and/or anticipated.